Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2019 by the international orthopaedics , titled ¿.outcomes after locked plating of displaced patella fractures: a prospective case series". The study reviewed twenty (20) patients who underwent fracture fixation using patella sutureplate (arthrex) to address patella fractures. During the twenty four(24) month follow-up period, one(1) patient experienced pain requiring implant removal. Source: ellwein a, lill h, deyhazra ro, smith t, katthagen jc. Outcomes after locked plating of displaced patella fractures: a prospective case series. Int orthop. Dec 2019;43(12):2807-2815. Doi:10.1007/s00264-019-04337-7.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.